Event description:
On (B)(6) 2014, the patient expired.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications the root cause of the post-operative events could not be determined with the provided information.

Event description:
On (B)(6) 2014, the patient underwent treatment of a 5.5 cm abdominal aortic aneurysm and dissection. Two gore® excluder® aaa endoprostheses were reportedly implanted with no issue. It was reported that after final routine ballooning of the trunk-ipsilateral leg component with a cook coda® balloon catheter, extravasation was visible, and it was reportedly determined there was a slight rupture at the proximal portion of the trunk. It was reported the rupture possibly occurred due to ballooning within the patient¿s thin and friable dissected aorta. Two additional devices were implanted to provide proximal extension over the rupture, but contrast was still reportedly seen after the implant of the additional devices. The patient was converted to open repair, and the aneurysm was repaired with a surgical graft. It was reported the aneurysm appeared excluded at the end of the procedure, and the patient was stable after the procedure. On an unknown date, the patient developed colon ischemia and a rupture of the sigmoid colon was identified. On (B)(6) 2013, the patient expired. It was reported the cause of death is unknown. Additional information has been requested.

Manufacturer narrative:
Patient medications include pravastatin, preservision, renvela, tylenol arthritis, and warfarin. Additional devices implanted and involved in this event: pxc141200/12243766, pxa260300/12128279, and pxa260300/11880453.